Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator's panel does not show display when started up and cannot be used. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.